Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly calcified artery. A 3.50mm x 12mm nc emerge balloon catheter was selected for dilatation. However, during inflation for few times at under nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly calcified artery. A 3.50mm x 12mm nc emerge balloon catheter was selected for dilatation. However, during inflation for few times at under nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. It was further reported that the target lesion was located in the mildly tortuous mid left anterior descending artery. The balloon ruptured on the third inflation. The device was removed through the wire.